Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient was admitted with pre-op diagnosis of discogenic pain l4-5 with stenosis and underwent discectomy l4-5, transverse lumbar interbody fusion l4-5 utilizing peek interbody device with bone morphogenetic protein and local bone allograft, stabilization of l4-5 utilizing pedicle screws l4, l5 bilaterally, and interfacet fusion l4, l5, completing 360 fusion. A burrito of bone morphogenetic protein and local bone autograft was placed across the midline of the disk space. This was then augmented by further autograft bone anteriorly and to the left and the peek spacer was then inserted with bone morphogenetic protein and allograft within it. Ap and lateral views verified satisfactory position. Intraoperative nerve monitoring was performed. There were no noted complications. The patient developed postoperative anemia. On (B)(6) 2004 the patient was discharged home with discharge diagnosis of discogenic pain with stenosis and postoperative anemia. A CT scan (no date provided) reportedly indicated that the left-side had "an inadequate facetectomy at this level and that the interspace spacer had backed out and persisted in the canal and the foramen with irritation of the neural elements. There was also excessive bony growth in the canal." On (B)(6) 2006 the patient presented with left-sided l5 radiculopathy and weakness, loosened pedicle screws, unanticipated bony overgrowth, and a partially backed out interbody device. The patient's pre-operative diagnosis was post laminectomy lumbar syndrome, lumbar radiculopathy secondary to failed interbody spacer, scar formation and significant bone morphogenetic protein over bony growth over the foramina of l4 and l5. The patient underwent redo left removal of sextant screws and rod with replacement of sextant screws on the left at l4 and l5 and rod system, redo discectomy and takedown of fusion mass at l4 and l5 on the left, removal of partial backing out of interbody spacer, complete foraminotomies of the l4 and l5 root on the left, replacement of hardware on l4 and l5 onthe left, right l4-5 posterior spinal fusion with bone morphogenetic protein (bmp) and local bone autograft. Per the operative report, the screws "were noted to be loosened bilaterally- spacer was identified and could not be pounded in deeply with reverse-angle curettage secondary to excessive bony and hard fusion. Using the ama drill, several holes were punched into the capstone at which time it could be fractured. At the time of the fracture, it was pounded deeply in the lateral recesses so that it could not be bending on any neural elements." On (B)(6) 2006 patient presented with more pain in his back, but less in his leg than before. Patient assessed with failed back surgery syndrome and lumbar myofascial pain. On (B)(6) 2006 patient presented with low back pain and neuropathic pain in the left l5-s1 distribution. On (B)(6) 2011 the patient presented with a painful generator site. Patient was diagnosed with a failed spinal cord stimulator implant with uncomfortable generator site and underwent an operative procedure involving the removal of spinal cord stimulator generator, removal of extensions, removal of two thoracic laminectomy eight-contact electrodes through two separate thoracic laminectomies. No patient complications were noted.

Event description:
It was reported that on (B)(6) 2004, the patient underwent a transforaminal lumbar interbody fusion. To achieve fusion, patient's surgeon performed a procedure by utilizing a transforaminal approach, as well as by utilizing a peek cage, which was packed with both rhbmp-2 and autograft. Postoperatively, the patient's leg and back pain did not improve. On (B)(6) 2006, the patient required a revision surgery to remove significant bony overgrowth, secondary to bmp. During this procedure, the patient also underwent a posterolateral fusion at l4-5 with rhbmp-2/acs again and no cage. As the patient's pain never improved, the patient next required the implantation of a spinal cord stimulator on (B)(6) 2011. The patient has never recovered from his surgery, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-5 where rhbmp-2/acs was implanted. Post-operatively, the patient's pain continued to worsen. Examination revealed the patient had post-laminectomy syndrome and lumbar radiculopathy with weakness to his lower extremity, secondary to "significant bone overgrowth..." The patient underwent an additional surgery on (B)(6) 2006. The revision operative note states that there was bony overgrowth surrounding the l4 nerve root on the left side. During the revision procedure, the patient's surgeon implanted rhbmp-2/acs during a right l4-5 posterior fusion with autograft. The patient continues to have pain that prevents him from performing basic activities of daily living. The patient required the implantation of a spinal cord stimulator on (B)(6) 2011. No further information was provided.